Manufacturer narrative:
Additional information: d9, h3, h6, h10. The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed 'downstream occlusion!' And 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream and downstream sensor readings. The ultrasonic sensor and force sensor require calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an occlusion when no occlusion was present. This occurred during heparin therapy at 6ml/hr. There was no alarm to indicate that the pump was not dripping medication. The pump was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.